Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The values were greater than 125 ohms. At this time, the patient has been checked and the values were within normal limits. The alert limit was increased and the patient is being monitored. The products remain in service. No adverse patient effects were reported.